Event description:
It was reported that the zimmer air dermatome ii had the coating bubbling on the handpiece. The dermatome was cleaned and sterilized as normal. While inspecting the dermatome, it was noticed that the coating was bubbling where the blade sits as well as other areas of the handpiece and also on all of the width plates.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.